Event description:
Reporter used patch in 2007 to treat pain of a ruptured disk in her upper back. She wore patch for about 7 hours and when she removed it, the area was very painful and she knew that she had been burned. She applied 100% aloe vera gel for five days and then saw her doctor who prescribed silvadene. Incident 101334.